Event description:
During the performance of an ankle scope as per surgeon, the tip of the arthrex saber shaver broke off. The tip was retrieved from the patient without harm. It was a near miss. Clincal engineering is investigating.